Event description:
The patient implanted with the subject lead received 7 unsuccessful defibrillation shocks due to ventricular tachycardia (vt). The device charged to 36j, but only between 0.3j and 1.3j were delivered. Shock lead impedance was measured at less than 20 ohms. External defibrillation was delivered to the patient to stop the episode. The patient was then hospitalized for 2 weeks due to aspiration pneumonia. The subject lead was replaced and abandoned in situ. Lead measurements monitored through remote monitoring were reportedly normal prior to the event. The patient also had received antitachycardia pacing and one shock due to vt six week prior, without issues.

Manufacturer narrative:
The preliminary analysis confirmed that the lead was produced according to specifications.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200225 - file-2019-04115 - analysis_and_closure_report_resp-2020-00257.pdf].

Event description:
The patient implanted with the subject lead received 7 unsuccessful defibrillation shocks due to ventricular tachycardia (vt). The device charged to 36j, but only between 0.3j and 1.3j were delivered. Shock lead impedance was measured at less than 20 ohms. External defibrillation was delivered to the patient to stop the episode. The patient was then hospitalized for 2 weeks due to aspiration pneumonia. The subject lead was replaced and abandoned in situ. Lead measurements monitored through remote monitoring were reportedly normal prior to the event. The patient also had received antitachycardia pacing and one shock due to vt six week prior, without issues.

Event description:
The patient implanted with the subject lead received 7 unsuccessful defibrillation shocks due to ventricular tachycardia (vt). The device charged to 36j, but only between 0.3j and 1.3j were delivered. Shock lead impedance was measured at less than 20 ohms. External defibrillation was delivered to the patient to stop the episode. The patient was then hospitalized for 2 weeks due to aspiration pneumonia. The subject lead was replaced and abandoned in situ. Lead measurements monitored through remote monitoring were reportedly normal prior to the event. The patient also had received antitachycardia pacing and one shock due to vt six week prior, without issues. The preliminary analysis confirmed that the device had been manufactured according to specifications.